Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin is leaking out of the insulin pump and the device is stuck in a rewind loop. Customer advised while changing the infusion set the insulin pump will not let them get to the fill tubing stage. Customer advised insulin is leaking out during the manual prime process. Troubleshooting for the prime rewind process was performed. The insulin pump also has a compromised force sensor system alarm. Customer was advised they have a loose drive support cap as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to a33 alarm however, the insulin pump passed operating current, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.